Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies found. Full lead returned and analyzed.

Event description:
(B) (4)

Event description:
It was reported the lead was capped on (B)(6) 2010 due to dislodgment, failure to sense, and failure to capture. Reprogramming was done. No patient complications were reported as a result of this event. It was later reported there were patient physiology issues and the lead was explanted and replaced on (B)(6) 2010.

Event description:
It was reported the lead was capped due to dislodgment, failure to sense, and failure to capture. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found. Full lead returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.